Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient was experiencing electrical fault alarms. Preliminary log files were analyzed and confirmed electrical faults. Upon evaluation by the manufacturer's representative, foreign material was found within the driveline connector and controller connector. A cleaning procedure was performed to remove contaminants. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to the manufacturer and showed that it failed external visual inspection due to contamination in pump connector port, but passed functional testing. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2015-02799 and 3007042319-2015-02800) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient was experiencing electrical fault alarms. Preliminary log files were analyzed and confirmed electrical faults. A manufacturer's representative assessed the device and performed a cleaning procedure separated in three (3) rounds with a pump off time of one (1) minute per round per the manufacturer specification to remove contaminants on october 18, 2015. There was no patient injury as a result of this event. The original controller was returned to the manufacturer for evaluation.